Event description:
It was reported that the ilet display surface was cracked, resulting in unresponsive top buttons and inability to place the device on pause, while the device could still be unlocked and announce; the device subsequently shut down due to low battery and was reported as synced prior to shutdown. Symptoms included no injury. Outcomes included device replacement logistics and continued use of the cgm with phone or receiver until the replacement arrives. Investigation included troubleshooting, education on data sync and shutdown procedures, and arrangements for device return. Investigation of this case revealed a damaged screen and impaired user interface function consistent with a broken or cracked display component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly leading to user interface failure.